Event description:
It was reported that the ventilator generated alarms. There was no pt involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been onsite and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).